Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's contact reported that there was a fluid leak associated with the patient's pd treatment. An air detected in the cassette alarm was encountered prior to finding fluid that leaked on the pressure sensor and also fluid leaked from the cassette. Technical services advised patient to let the cycler set overnight and dry out and then try to use the cycler again the next day. There was no reported harm in the initial report. Attempts to gather additional data were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's contact reported that there was a fluid leak associated with the patient's pd treatment. An air detected in the cassette alarm was encountered prior to finding fluid that leaked on the pressure sensor and also fluid leaked from the cassette. Technical services advised patient to let the cycler set overnight and dry out and then try to use the cycler again the next day. There was no reported harm in the initial report. Attempts to gather additional data were unsuccessful.